Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion test. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer¿s reported problem "failed occlusion test" was verified by functional testing. The cause was defective downstream sensor. Replaced downstream sensor to correct the issue. Legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.